Manufacturer narrative:
This ingevity lead was returned intact to boston scientific's post market quality assurance laboratory. Visual examination also noted that the helix mechanism was in a retracted position. Dried blood and tissue entwined were noted in the helix. Subsequent testing, performed on the lead, did not identify any product abnormalities that may have caused or contributed to the reported clinical observations. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations. The product has been received for analysis. Upon completion of the analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that this pacemaker system was explanted a couple years after implant due to unknown product performance issue. The patient received intravenous antibiotics as part of the treatment. No additional adverse patient effects were reported. The device has been received for analysis. The local area field representative was contacted for additional information, however at this time no further information was provided.

Manufacturer narrative:
The product has been received for analysis. Upon completion of the analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that this pacemaker system was explanted a couple years after implant due to unknown product performance issue. The patient received intravenous antibiotics as part of the treatment. No additional adverse patient effects were reported. The device has been received for analysis. The local area field representative was contacted for additional information, however at this time no further information was provided.